Event description:
Vent failed after being in use for over 1 week. At 1:30pm vent was found not delivering breath's, flow volume wave forms would flatline and vent would alarm. Pt's sats continued to drop, ventilation then ceased to function. Reset "btn" to recycle vent. No pt injury.